Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an elective ipg replacement on (B)(6) 2020 a milky white substance was observed in the pocket upon removal.

Manufacturer narrative:
Returned ipg was electively replaced/upgrade. There were no allegations of deficiency reported against the returned device.